Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump exhibited irregular delivery and that the administration time "changes each time." It was reported that the remaining dose in the cassette at the end of the day was always different "sometimes in excess and sometimes in defect." Per reporter the pump was programmed correctly with reported settings of: continuous delivery 2.7, extra dose 1.7, morning dose 10.5. It was reported that the issue took place throughout the day and on various days. It was reported that subsequently the pump would be exchanged. No adverse patient effects were reported.